Event description:
The customer called regarding the back pressure sensitive alarm and the alarm kept recurring. It was indicated that the pump will be replaced and for the customer to revert back to manual injections per md protocol.